Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. The patient is hypo-unaware and due to the inaccurate readings the patient was not aware and went into a hypoglycemic coma. She was at the hospital for her annual medical check-up. During the examination she lost consciousness and sustained an injury which was described as a bump and bruising of her face and forehead. Medical staff was with her at the time and it was reported that the cgm was still showing her values, with a reading of 4.3 mmol/l. The nurse took a bg reading which was 1.2 mmol/l, and she was given 10% glucose IV. At the time of the report three days later the patient was still in the hospital and was stable and feeling good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.